Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during shock delivery, this implantable cardioverter defibrillator (ICD) system recorded a code 1006 indicative of high voltage detected on the right ventricular (rv) lead during a charge. Technical services (ts) analyzed the data and noted it was consistent with a shock into a shorted load, which likely damaged the device. This led to the device being unable to provide shock therapy. Ts suspected the lead was the cause of the short and suggested replacing the lead. This rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update the information in sections b5 and h6. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during shock delivery, this implantable cardioverter defibrillator (ICD) system recorded a code 1006 indicative of high voltage detected on the right ventricular (rv) lead during a charge. Technical services (ts) analyzed the data and noted it was consistent with a shock into a shorted load, which likely damaged the device. This led to the device being unable to provide shock therapy. Ts suspected the lead was the cause of the short and suggested replacing the lead. This rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported. Additional information was received and it was reported that ts confirmed that an insulation issue led to the code 1006 and failure to shock. This rv lead was surgically abandoned. No additional adverse patient effects were reported.